Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet, with a lowest recorded blood glucose of 50 mg/dl and device alerts for low and high glucose noted; review of the user¿s report suggested delayed meal announcements followed by insulin stacking, and variable intake after gastric bypass contributing to lows, with troubleshooting and education on proper meal announcements completed. Symptoms included no reported clinical manifestations during the hypoglycemic event. Outcomes included self-treatment with carbohydrates and return of glucose to range, without need for outside assistance or medical intervention. Investigation included customer interview and review of device-use practices. Investigation of this case revealed user-related use pattern concerns, including delayed meal announcements and potential overcorrection, consistent with hypoglycemia without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.